Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer biomedical engineer (biomed) and confirmed the reported allegation. Per the rse, the issue was able to be replicated while taking nibp readings. The rse provided the customer with the replacement nibp pump part number as a potential resolution for the inaccurate readings and calibration issues being reported; the customer will be ordering as replacing nibp pump to resolve issue. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty nibp pump. The issue was resolved by having the customer order a replacement nibp pump. A review of the service history for this device showed no further reports for this issue on this device. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an earlyvue vs30 monitor indicating that the non-invasive blood pressure (nibp) diastolic is reading inaccurate and very high 90. The device was not in clinical use at the time the issue was discovered. There was no adverse event or harm reported.